Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm and keypad anomaly on the insulin pump. The customer's blood glucose level was 129 mg/dl. The customer stated that he is getting a button error on his insulin pump and he is not able to clear it and the insulin pump got wet in the rain. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.